Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl range, thirst and blurred vision. Cause was not known. Reportedly, the customer was hospitalized; details and nature of event were not provided. The customer declined troubleshooting with tandem technical support.